Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to a competitor meter. The customer experienced a loss of consciousness; however, the customer indicated they were able to self-treat (unspecified). There was no third-party medical intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.